Manufacturer narrative:
The device was returned to the MFR and an investigation is anticipated. A follow up report will be submitted if the investigation requires.

Event description:
It was reported that during a surgical procedure, the handpiece began leaking saline from the cutter release button. The procedure was completed with this device, causing no clinically relevant delay. There was no user injury reported and no adverse consequences alleged.